Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station at blue screen and failed to update remote support service agent. A technical support specialist reinstalled remote support service agent and component manager to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped responding, preventing user from removing the required medication. The customer stated that there was a delay of about 5 minutes in starting of surgery. The nurses accessed the medications from other stations. There were no adverse events or injuries reported based on this event.